Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. Some of the cutting teeth on the reamer were dull and some had nicks and gouges out of them. The returned complaint sample was etched per applicable drawings, however, the etchings were fading. The reported event is attributed to wear as this reamer had exceeded its expected useful life. No further investigation is required. Complaint information provided by the distributor, zimmer biomet.

Event description:
It was reported that during an unknown patient procedure that the reamer was found to be dull. No adverse events were reported as a result of this malfunction.